Manufacturer narrative:
Immucor technical support used a remote electronic connection method to assess the instrument test well images at the customer site on (B)(6) 2016. The instrument test well images in question appeared visually negative. An immucor field service engineer (fse) visited the customer site on (B)(6) 2016 to assess the instrument in question. The fse determined that the instrument was operating as expected.

Event description:
On (B)(6) 2016, a customer reported an unexpected negative antibody screen on galileo neo, when tested on (B)(6) 2016.